Manufacturer narrative:
Investigation ¿ evaluation: one ntrap stone entrapment and extraction device was received for evaluation. Visual inspection of the device noted the basket sheath is kinked 1 cm from the distal tip. Functional testing was performed. The basket formation could not be manually actuated. The handle was attached and the basket formation still could not be opened. The customer complaint has been confirmed. A definitive root cause cannot be determined. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances identified during the manufacturing process that would have caused or contributed to the reported product issue. A review of complaint history for this product/lot number combination revealed this is the only complaint that has been received. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that while performing an ureteroscopic lithotripsy (ursl) procedure, the physician attempted to use an ntrap stone entrapment and extraction device. The physician discovered that the basket of the device could not be opened smoothly. The physician completed the procedure with another ntrap stone entrapment and extraction device. There was no known patient harm reported and no additional information has been provided regarding patient outcome.